Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)') in an adult female patient who had essure (batch no. D19665/d23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain: pelvic pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: it was reported that she implanted with the essure on or about 42845. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Batch no d19665 production date 2014-10-20 expiration date 2017-10-28 batch no d23520 production date 2014-10-27 expiration date 2017-10-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)') in an adult female patient who had essure (batch no. D19665/d23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain: pelvic pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: it was reported that she implanted with the essure on or about 42845. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-mar-2020: plaintiff fact sheet received: case became valid and serious incident. New events hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and pain were added. Lot number added. Patients date of birth added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)') and endometrial ablation ('novasure uterine ablation') in an adult female patient who had essure (batch no. D19665/d23520) inserted for female sterilization. The patient's medical history included amenorrhea, ovarian cyst, candida test positive, menorrhagia, pelvic pain female, hair loss, feeling abnormal, menometrorrhagia, perineal pain, endometrial ablation, tenderness, uterine fibroid, adenomyosis, abdominal adhesions, multigravida and parity 6. Previously administered products included for an unreported indication: norco, lexapro and singulair. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and novasure uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: it was reported that she implanted with the essure on or about 42845. There were 2 coils protruding from the ostium, on deployment it was noted there were 4 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion; on (B)(6) 2017: essure micro inserts into the bilateral fallopian tubes without any flow of contrast into the peritoneal cavity.. Batch no d19665 production date 2014-10-20 expiration date 2017-10-28. Batch no d23520 production date 2014-10-27 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: mr received: medical history, patient demographic, reporter information, patient aka name were added. Lab data, rcc were updated. Event endometrial ablation added, medical device removal updated to pelvic pain female. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device expulsion ('migration of essure device -location of device wall of uterus') and menorrhagia ('menorrhagia -novasure uterine ablation') in an adult female patient who had essure (batch no. D19665, d23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2017, fibromyalgia in 2017, amenorrhea, ovarian cyst, candida test positive, bleeding menstrual heavy, pelvic pain female, hair loss, feeling abnormal, menometrorrhagia, perineal pain, endometrial ablation, adnexa uteri tenderness, uterine fibroids, adenomyosis, abdominal adhesions, multigravida, parity 6, recurrent abortion and preterm labor. Previously administered products included for an unreported indication: norco, lexapro and singulair. Concomitant products included duloxetine hydrochloride (cymbalta) from 2018 to 2019, escitalopram oxalate (lexapro) from 2017 to 2019, fluoxetine hydrochloride (prozac) from 2017 to 2018 and montelukast sodium (singulair) since 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) d&c and novasure uterine ablation and dilation and curettage done). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the device expulsion, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she implanted with the essure on or about (B)(6). There were 2 coils protruding from the ostium, on deployment it was noted there were 4 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion; on (B)(6) 2017: essure micro inserts into the bilateral fallopian tubes without any flow of contrast into the peritoneal cavity. Batch no d19665 production date 2014-10-20 expiration date 2017-10-28. Batch no d23520 production date 2014-10-27 expiration date 2017-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometrial ablation ('novasure uterine ablation') in an adult female patient who had essure (batch no. D19665/d23520) inserted for female sterilization. The patient's medical history included amenorrhea, ovarian cyst, candida test positive, bleeding menstrual heavy, pelvic pain female, hair loss, feeling abnormal, menometrorrhagia, perineal pain, endometrial ablation, adnexa uteri tenderness, uterine fibroids, adenomyosis, abdominal adhesions, multigravida and parity 6. Previously administered products included for an unreported indication: norco, lexapro and singulair. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and novasure uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: it was reported that she implanted with the essure on or about (B)(6). There were 2 coils protruding from the ostium, on deployment it was noted there were 4 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion; on (B)(6) 2017: essure micro inserts into the bilateral fallopian tubes without any flow of contrast into the peritoneal cavity. Batch no: d19665, production date: 2014-10-20, expiration date: 2017-10-28; batch no: d23520, production date: 2014-10-27, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Patient's lab data was added. Onset date and outcome of the event "pelvic pain female" was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device expulsion ('migration of essure device -location of device wall of uterus') and menorrhagia ('menorrhagia -novasure uterine ablation') in an adult female patient who had essure (batch no. D19665/d23520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety in 2017, fibromyalgia in 2017, amenorrhea, ovarian cyst, candida test positive, bleeding menstrual heavy, pelvic pain female, hair loss, feeling abnormal, menometrorrhagia, perineal pain, endometrial ablation, adnexa uteri tenderness, uterine fibroids, adenomyosis, abdominal adhesions, multigravida, parity 6, recurrent abortion and preterm labor. Previously administered products included for an unreported indication: norco, lexapro and singulair. Concomitant products included duloxetine hydrochloride (cymbalta) from 2018 to 2019, escitalopram oxalate (lexapro) from 2017 to 2019, fluoxetine hydrochloride (prozac) from 2017 to 2018 and montelukast sodium (singulair) since 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) d&c and novasure uterine ablation and d&c done.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the device expulsion, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she implanted with the essure on or about 42845. There were 2 coils protruding from the ostium, on deployment it was noted there were 4 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion; on (B)(6) 2017: essure micro inserts into the bilateral fallopian tubes without any flow of contrast into the peritoneal cavity.. Batch no d19665 production date 2014-10-20 expiration date 2017-10-28. Batch no d23520 production date 2014-10-27 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-mar-2021: pfs received: event migration of essure device -location of device wall of uterus added and made medically significant and intervention required due to surgery. Other events abnormal vaginal bleeding and menorrhagia added. Medical history and concomitant drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.